Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted that on (B)(6) 2020, a patient receiving an eight month follow-up visit for a left medial unicompartmental knee arthroplasty utilizing the ibalance uka has been doing very well but did have a misstep in the house about three weeks ago. Since that time the patient noticed occasional clicking over the medial aspect of the knee and denies any pain or instability with this. The patient does use her cane for assisted device at baseline. Ligamentous examination reveals a stable knee with no clicking. Continued conservative care including oral anti-inflammatories for pain and inflammation as well as continued physical therapy for range of motion and strengthening was discussed. On (B)(6) 2020 devices were explanted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, including factors related to post-operative care and a misstep in the home. The complaint allegation was not confirmed. No evidence of that failure was received.